Event description:
It was reported that: attached are the photos I took and I have left the original packaging and hub from the blue ez-io needle in the oic's door to be forwarded onto you in the plastic is a complete needle and hub - completely unrelated and I have marked it with black ink - I included it purely as a reference/comparison. The original needle definitely did not have the metal sheath still attached to it and I disposed of it in the red needlevise and in a hospital sharps bins as per normal. Despite extensive searching I could not find the metal missing sheath anywhere and have attached an x-ray to confirm its not in the bone. I'm sure when you get to see the hub and examine it you will find no evidence of breaks or cracks or anything to indicate the sheath broke away which had led me to conclude there was never a sheath to start with.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. The customer returned six pictures. Four of them revealed a hub that was missing its cannula, one was an x-ray confirming the cannula was not in the patient, and the other was of the sample's lidstock. The complaint of a missing cannula was confirmed by the customer's photo. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The certificate of compliance certifies that the aforementioned lot meets the lake region medical (viant) quality system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in 01/2018 and is approximately 2.5 years old. The complaint was confirmed by the customer's photo. However, the complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. No corrective/preventative actions will be assigned. The complaint of a missing cannula was confirmed by the customer's photo. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. No further action required.

Manufacturer narrative:
(B)(4). The customer returned one 25mm ez-io needle kit with a cannula hub and an example needle set marked with blue sharpie. Visual inspection of the hub confirmed the cannula was missing. There were no remains of the cannula in the hub and it was noted there was no glue present in the hub. The attached certificate of compliance certifies that the aforementioned lot meets the lake region medical (viant) quality system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in 01/2018 and is approximately 2.5 years old. A scar has been initiated to further investigate this complaint. The customer report of a missing cannula was confirmed by complaint investigation of the returned sample. The ez-io needle cannula hub was returned without a cannula inserted. There were no remains of the cannula within the hub and no glue was present. Based on the sample received, manufacturing caused or contributed to this event. A scar has been initiated to further investigate this issue.

Event description:
It was reported that: attached are the photos I took and I have left the original packaging and hub from the blue ez-io needle in the oic's door to be forwarded onto you in the plastic is a complete needle and hub - completely unrelated and I have marked it with black ink - I included it purely as a reference/comparison. The original needle definitely did not have the metal sheath still attached to it and I disposed of it in the red needlevise and in a hospital sharps bins as per normal. Despite extensive searching I could not find the metal missing sheath anywhere and have attached an x-ray to confirm its not in the bone. I'm sure when you get to see the hub and examine it you will find no evidence of breaks or cracks or anything to indicate the sheath broke away which had led me to conclude there was never a sheath to start with.

Manufacturer narrative:
Qn# (B)(4). The device (B)(4) is not sold in the us. A similar component is sold in the us. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: the photos I took and I have left the original packaging and hub from the blue ez-io needle in the oic's door to be forwarded onto you in the plastic is a complete needle and hub - completely unrelated and I have marked it with black ink - I included it purely as a reference/comparison. The original needle definitely did not have the metal sheath still attached to it and I disposed of it in the red needlevise and in a hospital sharps bins as per normal. Despite extensive searching I could not find the metal missing sheath anywhere and have attached an x-ray to confirm its not in the bone. I'm sure when you get to see the hub and examine it you will find no evidence of breaks or cracks or anything to indicate the sheath broke away which had led me to conclude there was never a sheath to start with.